Event description:
It was reported that t1 and t2 deployed together. All t's were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is dramatically bent on two planes. No ts or suture remain on the delivery needle but were returned. Examination of the construct showed t1 is missing. T2 and the suture show no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.